Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot 406501 confirmed the product as c3f8 and meets all release criteria. Note: this report was initially sent on (B)(6) 2025. We just learned that it was not properly received.

Event description:
Reference complaint (B)(4) case from clinical study (B)(6), subject ID (B)(6), patient(B)(6). A health care professional reported that a patient experienced mild increase in intraocular pressure in the left eye after vitrectomy, membrane stripping, photocoagulation, heavy water, mesh restoration, gas-fluid exchange gas injection (c3f8), phaco+iol surgery. Surgery date (B)(6) 2025. The patient was given medical treatment. Outcome is resolved. Pfp lot number 406501 reported.